Manufacturer narrative:
The device was returned and investigated. The reported activation failure including expansion failures (clip deployment), retraction problem (difficult actuator knob retraction), difficult to remove and material protrusion / extrusion (actuator mandrel / proximal) could not be replicated in a testing environment due to the condition of the returned device (clip was deployed and separated from the clip delivery system (cds), actuator mandrel broken and outside cds). Additionally, the mandrel and coupler were noted to be broken. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on reviewed information, a definitive cause for the retraction problem and activation failure including expansion failures (clip deployment) and material protrusion/extrusion (actuator mandrel/ proximal) could not be determined. Due to an observed potential product issue (broken mandrel and coupler), the investigation is still ongoing. Difficult to remove the clip was a cascading effect of failure to deploy the clip, as the patient left the cardiac catheterization laboratory with the clip attached on both leaflets. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.h6: device code 2017 - removed.

Manufacturer narrative:
(B)(4). The device has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip failed to deploy. It was reported that the mitraclip procedure was performed to treat grade 3 functional mitral regurgitation (mr). The clip was advanced and was placed in a2/p2. The actuator knob was turned eight times counterclockwise, it was not possible to retract the actuator knob and it was not possible to deploy the clip. Using force, the actuator knob was able to be retracted, however the actuator mandrel protruded proximal from the dc handle. After 2.5 hours of troubleshooting it was decided to transfer the patient to surgery. The devices were surgically removed, and the patient underwent mitral valve replacement. The patient remained stable. No additional information was provided.